Event description:
It was reported that during a procedure using a coblator ii controller, the controller gave an alarm when a wand was connected. This happened with multiple wands so the surgeon opted to complete the procedure using a competitive device. There were no significant delays or patient complications reported as a result of this event.